Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged battery cap (stripped threads) and battery compartment crack) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/29/2015 with the following findings: during investigation, the battery compartment was observed to be damaged in two places: near the top and below the bumper pad. Additionally, the battery cap top threads were observed to be damaged and the battery cap height measurements were out of specification. Unrelated to the original complaint, when the pump was powered on, the display appeared to be dim and discolored.